Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the problem in the hdd of the ippc. The review of log file shows malfunctioning frontal ippc. The fse replaced hard disk. After replacement of hard disk, system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that the allura xper fd10/10 system could not make images. No harm has been reported. Upon evaluation, it was determined that the hard drive in the ipc had experienced errors and it was determined that a hard drive replacement was required. The hard drive was replaced, and the device was returned back to functionality. Philips has started an investigation of the complaint.